Event description:
It was reported that the patient started using the inflatable penile prosthesis (ipp) earlier than recommended, due to this, patient experienced an infection. A surgical procedure was performed to replace the system for a tactra. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).